Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored for twenty four hours. The battery was removed form pump and monitored for ten minutes. Device power up properly after insertion of the battery and no post-reset ram crc alarm error were noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarm noted during testing or in the insulin pump trace download. Device received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received pump error alarm and multiple power loss alarm. The customer also reported that they had high blood glucose level. The customer¿s blood glucose level was 445 mg/dl at the time of the incident. The customer reported that they treated the high blood glucose with bolus. Troubleshooting was performed. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.